Event description:
It was reported that: "patient came to emergency room with pain x-rays taken. Patient revised on (B)(6) 2010 at time of revision femoral stem was broken."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.